Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the common bile duct (cbd) during a balloon dilatation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon was noted to be unusable due to the distal tip of the device. The procedure was completed with another cre wireguided dilatation balloon. There have been no patient complications reported as a result of this event.